Event description:
It was reported that since a device change out the left ventricular (lv) lead impedance had been high and triggered a patient alert. At the revision procedure, it was noted that the lead pin had pulled back and was not completely in the device header. The lead was reattached but the high impedance remained. A device header/grommet issue was suspected. The patient reported that the physician commented during the case that the device set screw was not making proper contact because it wasn't drilled in far enough. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned an analysis found no anomalies. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006.